Event description:
A customer stated I-stat ec8+ cartridges are over filling requiring the use of another cartridge to generate a result. There was no report of any injury associated with the complaint.